Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that elective defibrillation threshold (dft) testing was going to be performed on the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. On fluoroscopy eval it was noted the electrode had moved from its original position. Therefore, a revision procedure was done and when the xyphoid incision was opened it was observed that the suture sleeve was fractured; a third of the suture sleeve was not attached to the electrode and the other was still attached but was over the sensing electrode. The suture sleeve was replaced and the electrode was repositioned. The device was also repositioned to a more fascial line at this time. No dft testing was completed as the pt was not inducible. No adverse pt effects were reported. The system remains in service. The suture sleeve was returned to boston scientific.